Manufacturer narrative:
The ups switch was returned to the manufacturer for analysis. Analysis found that when it was powered with the returned batteries, it failed load test after charging for 6 hours. New batteries were installed and was charged for at least 6 hours. It passed load test. Batteries wont hold charge. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. Mobile view station (mvs) computer and uninterruptible power supply (ups) were replaced and the issue was resolved.

Event description:
Medtronic received information that while setting up for a case the mobile view station (mvs) shutdown on it's own. It then rebooted. This occurred twice. After this happened, the site was able to complete setup and successfully spin and transfer images and proceed without issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that os and imaging application were loaded. Cmos battery checked good. Virus scan was performed and patient data was removed. Computer was installed in an imaging system and at start up windows displayed system integrity error. Mvs folder from the drive was deleted, restarted and the system readied as expected. Communication. Imaging and image storing and recall were successful. Analysis found that the reported event was related to a operating system issue.